Event description:
A malfunction alarm, identified as malfunction 13, was reported by the customer upon checking the pump history for a separate issue. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.